Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced a suspected infection four weeks post-surgery. The patient stated that his doctor is managing conservatively with oral antibiotics, and the next steps are intravenous antibiotics and removal of ipp if necessary. The physician does not feel there was an infection, just post procedure discomfort and swelling. The physician stated that the patient was healing, and no revision surgery was needed at this time. No additional patient complications were reported.